Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer also reported having issues with the transmitter and sensor. She stated that the sensor alerted her of low blood glucose when she did not have low blood glucose, triggering the insulin pump to go into threshold suspend mode. The customer was unsure but noted that her blood glucose may have reached as low as 50 mg/dl. She declined troubleshoot assistance for low blood glucose, stating that it was expected, since there were times when she took insulin and did not eat as expected. During the threshold suspend anomaly, her blood glucose was 119 mg/dl and the sensor reading was 86 mg/dl. On other occasion, the blood glucose was 62 mg/dl, and the sensor reading was 56 mg/dl. The customer was advised to replace the sensor and transmitter and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-15925.

Manufacturer narrative:
The insulin pump was received with damaged cow catcher corner. However, the insulin pump passed functional testing.